Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer radical surgery, the staple was able to fire but there was a poor staple formation and an incomplete distal staple line which was fixed by hand sewing. Another device was used to complete the case. There was no patient injury.